Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Display board- segment dim. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case subject: npi 8100 fails rate accuracy test. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: biomed need assistance on 8100 sn (B)(4), fails rate accuracy test. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I assisted biomed need assistance on 8100 sn (B)(4), fails rate accuracy test, I recommended to run a good known 8100 device to make that his set up is working condition. Then we can verify if the suspected 8100 has a real issue. (B)(4).